Event description:
Impedance readings > 2000 ohms were reported for electrode 0. No pt symptoms were reported. The neurostimulator was explanted due to battery depletion and returned to the MFR for disposal only.